Event description:
Pt received breast implants on 5/22/72. Pt also alleges from 1973-1974 she experienced pain radiating down both arms, predominently the right arm. She frequently could not carry out normal duties, and over the years she got progressively worse until finally in 1994 she was in agony. Rheumatologist's letter states pt has an inflammatory joint disorder. The main affected joints have been the left knee and the right wrist. Blood testing is needed on a regular basis, she has osteoarthritis which is evident clinically and radiologically in the knees and in the wrists. A preliminary result suggests that rheumatoid factor is present and the provisional working diagnosis is rheumatoid disease. Pt is experiencing severe pains in her arms, legs, hands and feet.